Manufacturer narrative:
Investigation pending; a supplemental report will be submitted once the investigation process is complete.

Event description:
It was reported by the customer that a pyxis medstation es system was out of stock during a procedure. The customer stated that the delay was about approximately 15 minutes, which created a domino effect for the entire day in those two operating rooms. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Section h6 - updated codes for investigation findings and conclusions to reflect the resolution of the complaint investigation. Section h11 update - upon investigation of the actual device used in this incident it was determined that the interface logs were gone by the time it was picked up by the interface team. The issue was discussed with the customer by the enterprise program manager and tsc management. A technical support specialist management confirmed that the complaint file to be closed. The system functioned as intended.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following field has been updated with corrected information: d1, d4, e3, g1, h6, and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 30-apr-2022 to 29-apr-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the system experienced stock out during a procedure, affecting patient care. From the master case, 04512833, it was confirmed that the technical support specialist was unable to provide specific reason as to why the medications were not on the refill list because interface logs were gone by the time it was picked up by the interface team. This was discussed with the customer by the enterprise program manager and technical support management. The system functioned as intended.

Event description:
It was reported by the customer that a pyxis anesthesia es system was out of stock during a procedure. The customer stated that the delay was about approximately 15 minutes, which created a domino effect for the entire day in those two operating rooms. No other information was released regarding this event. There were no adverse events or injuries reported based on this event.